Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1vr01-del-sys/expiration date: 14-apr-2020/serial#: (B)(4), UDI #: (B)(4), device available for evaluation? No, mfg date: 12-nov-2018. Labeled for single use? Yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient passed away the day of the leadless implantable pulse generator (ipg) implant. Follow up to determine the cause of the patient's death was unsuccessful.

Manufacturer narrative:
Other relevant device(s) are: micra, mc1vr01-delsys. If information is provided in the future, a supplemental report will be issued.